Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The device shows definite wear from use, the laser etchings are legible. The distal end of the cutting shaft is fractured away from the proximal end that is attached to the handpiece. A functional assessment of the device found it cannot function as designed due to the fractured cutting shaft. There was a relationship found between the device and the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the suture cutter had a locked piece and it was not working properly. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that the suture cutter had a locked piece and it was not working properly. No case reported; therefore, there was no patient involvement. Per the preliminary results of the investigation, the visual inspection shows the distal end of the cutting shaft is fractured away from the proximal end that is attached to the handpiece.